Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon used the device with the pusher to go down on a laparoscopic replacement valve of a mitral plasty procedure, the thread of the device broke. Surgical time was extended by 30 minutes or more due to increase time of the device for extra-corporal circulation. Surgeon used another device to resolve the issue. No patient injury.